Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that several days after scheduled ICD change, this lead showed high shock impedance, out of range. The pacing impedance was also out of range. The lead was capped and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 18.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The analysis showed 13 cm distal to the is-1 connector pin that the insulation was found abraded through, the inner coil and the conductor cable leading to the rv shock coil fractured. The fractured inner coil is assumed to be the root cause of the observed high pacing impedance and the fractured conductor cable leading to the rv shock coil is the root cause of the observed high shock impedance. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.